Manufacturer narrative:
Event date: only the month and year are known - (B)(6) 2019.

Event description:
It was reported that initially no anomaly was observed with the product during the pre-use check. However after intubating it into the patient, the customer noticed that the cuff was deflated and could not be inflated again. No patient injury or complications were reported in relation to this event.